Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that q-syte closed luer access device leaked and had air in the tubing. The following information was provided by the initial reporter: I am contacting you following a potentially serious adverse effect that occurred last week in france, in an hospital of paris area. One of our infusion sets was connected to a q-syte valve and we cannot determine whether the issue came from the infusion set of the valve. It may be a problem of compatibility also. After the line has been inserted, generally a few tens of minutes afterwards, the nurse observes drops of the infused solution on the floor. In the very specific case of the serious incident mentioned, we also had a rise of air in the tubing. Fortunately, there were no clinical consequences in the end, the patient was placed in a hyperbaric chamber after the incident was detected, and was able to leave the hospital.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that q-syte closed luer access device leaked and had air in the tubing. The following information was provided by the initial reporter: I am contacting you following a potentially serious adverse effect that occurred last week in (B)(6), in an hospital of (B)(6) area. One of our infusion sets was connected to a q-syte valve and we cannot determine whether the issue came from the infusion set of the valve. It may be a problem of compatibility also. After the line has been inserted, generally a few tens of minutes afterwards, the nurse observes drops of the infused solution on the floor. In the very specific case of the serious incident mentioned, we also had a rise of air in the tubing. Fortunately, there were no clinical consequences in the end, the patient was placed in a hyperbaric chamber after the incident was detected, and was able to leave the hospital.